Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in an unknown location for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that cerebral hemorrhage and cerebral herniation occurred during impella support which was confirmed via CT. Lifesaving was severe (with cerebral herniation), and the treatment policy was changed to palliative treatment. Due to palliative treatment unnecessary devices were removed including impella. There was no additional treatment for cva and the physical noted that the pump worked as intended. Date of death is unknown. No further information was provided.